Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) confirmed the staff were unable to use the targeting feature while docking due improper customer setup. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the universal surgical manipulator (usm) arms started facing outside, causing unwanted movement of the instruments.